Event description:
After iabp for four days, the iab leaked. The iab was removed and a second was inserted. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Multiple event to the customer complaint number 97-00509. Event complications: unk - reported 5/6/97. Pt's current status: expired-reported 5/6/97.